Event description:
It was reported that the field representative wanted to see the longevity impact of the cardiac resynchronization therapy defibrillator (crt-d) if the output and pulse width of the right ventricular (rv) lead is changed. Boston scientific technical services (ts) discussed that the proposed change has a minimal impact on the overall longevity. Also, ts discussed that turning off the minute ventilation (mv) sensor to increase the longevity. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.